Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not conclusively be determined through this evaluation. Additionally, analysis of the submitted log files confirmed a low flow alarm on (B)(6) 2024. Additional information was received that the cause of the low flows was determined to be the seizure, and it had resolved. Evaluation of the submitted log file confirmed a low flow event on (B)(6) 2024. No other notable events or alarms were captured. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1, ¿introduction¿, lists other neurological events as adverse events that may be associated with the use of hm 3 lvas. Additionally, section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the low flows was determined to be the seizure, and it had resolved. The patient was reported to be a known epileptic. Echocardiogram and computed tomography of the brain were performed, and no acute distress was noted. The results of the diagnostic tests were not provided. It was unknown if the patient experienced any symptoms as they were alone at the time of the event. The event self-resolved but the patient was taken to an ambulance that took the patient to the emergency department for monitoring. The patient was stable, unharmed, and was discharged within 1 week post-admission with a plan to continue monitoring by their neurology team.

Event description:
It was reported that the patient experienced a low flow alarm, 1.8lpm, on (B)(6) 2024 at 1030. They were reported to have had a seizure activity and found unconscious by their ex-spouse in a locked car. Patient was admitted in the cardiac unit. The log file captured low flow events on (B)(6) 2024 that occurred when the pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.